Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is the (B)(6) hospital. E1. Event site telephone was shortened due to character limitations. The complete number is: (B)(6).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had iab loop air leakage. The unit was immediately switched for another to continue therapy. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional information: event site postal code: 510630. Getinge field service engineer (fse) 3-4, the equipment alarmed that the iab loop was leaking. The on-site detection fault was a pim module leak. Waiting for the customer to order replacement parts. 5-29, after replacing the pim module, the equipment function was restored. All performance tests were carried out on the equipment according to the factory requirements. The test results were all within the qualified range and could be delivered to the customer for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, e2, e3, g2, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had iab loop air leakage. The unit was immediately switched for another to continue therapy. There was no harm reported.